Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the charging system as well as the patient programmer displayed an error message. Subsequently the device became inoperable. Follow-up revealed replacement of the charging system did not resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a different model to address the issue.

Event description:
Follow-up identified the issue resolved.